Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: massive capsular fibrosis of the breast, baker IV

Event description:
Patient reported they are afraid of developing cancer and suffers from psychological stress due to possible negative effects the devices could have on their body and profession. Medical report later reported "massive capsular fibrosis of the breast, baker IV, with pain and distortion of shape". The device remains implanted. This record relates to the right side.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported they are afraid of developing cancer and suffers from psychological stress due to possible negative effects the devices could have on their body and profession. Medical report later reported "massive capsular fibrosis of the breast, baker IV, with pain and distortion of shape" as well as ¿multiple granulomatous inflammatory foci in the area of the decollete and chest". The device remains implanted. This record relates to the right side.